Manufacturer narrative:
Neither sample or pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, complaint will be reopened for further investigation.

Event description:
It was reported that the person with diabetes (pwd) contacted support to report a previous infusion set issue involving a line blocked alarm. At the time of the call, the pwd had already resolved the problem by replacing both the infusion set and the infusion site. Upon removal, the pwd observed that the infusion site was kinked. There was no patient injury.